Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On may 26, 2026, the sample arrived at intera oncology for investigation. Therefore, once the device is investigated, a supplemental report will be submitted.

Event description:
Intera oncology was notified by a scrub tech about a pump that did not prepare correctly in the operating room prior to implantation. The pump reservoir was initially empty (no fluid present). The pump was placed in a fluid warmer at approximately 120°f. No fluid was expelled from the pump when attempts were made to empty it. Subsequently, 10 ml of low-dose saline was injected into the reservoir. All 10 ml were recovered and appeared clear. The knot was removed from the distal end of the catheter. Low-dose heparinized saline was then flushed through the catheter and flowed without resistance. The reservoir was subsequently filled with 30 ml of high-dose heparinized saline. Additional saline was added around the pump while it remained in the warmer to fully cover the device. At approximately 120°f, a fluid bead did not form at the catheter tip. The test was repeated at lower temperatures, and a fluid bead still did not form. Due to the inability to achieve expected pump function during preparation, the pump was not implanted and will be returned for evaluation.